Manufacturer narrative:
During analysis, the customer's complaint could not be duplicated; overheating did not occur during testing. However, upon further investigation debris was noted within the bearing of the attachment. The debris within the bearing was cited as the probable cause of the failure.

Event description:
A stryker micro drill medium straight attachment was sent in for repair due to overheating. There was no pt involvement; no adverse consequence was reported.